Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead had chronically high shock lead impedances greater than 125 ohms since last year. The patient was checked in the office where no noise was able to be reproduced, and impedance was checked in all the vectors. The breakdown was triad 132 ohms, rv to ra 158 ohms, rv to can 152 ohms, ra to can 90 ohms. The rv pace impedance was normal at 532 ohms, and threshold was good and stable. Technical services recommended testing with 41j shock. The system remains in-service. No adverse patient effects were reported.

Event description:
Additional information was received that defibrillation threshold (dft) testing was performed and the lead measured at 87 ohms, so the plan was to monitor at this time. The lead remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
3191 code was used to denote defibrillation threshold (dft) testing.